Event description:
It was reported that patient presented with non st elevation mi was brought to the cath lab for diagnostic left heart catheterization and possible percutaneous coronary intervention (pci). Patient was found to have disease in a vein graft to his left anterior descending artery (lad) and decision was made to proceed with pci to the saphenous vein graft to lad. After obtaining intravascular imaging via intravascular ultrasound catheter, and placement of a spider rx 5.0 filter device in the distal vein graft, a medtronic resolute onyx 3.0mm x 30mm stent was advanced into the lesion within the vein graft. Once stent was in proper location a deployment was attempted. As pressure was introduced into the stent balloon the balloon almost immediately ruptured at or about 6atm. Upon inspection under fluoroscopy it was observed that the stent was partially expanded and attempts to remove the stent and filter through the guidewire were unsuccessful. The stent and filter were eventually moved out of the graft and down the aorta into the right femoral arteriotomy where they were unable to be extracted from the body. Access was obtained in the left femoral artery and renal sheath along with snare was utilized to remove the stent and filter. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.